Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2014. The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during surgery, one of the jaws came off the device. Nothing fell into the pt cavity. No pt injury.